Manufacturer narrative:
(B)(4). External insulation abrasion was found at 6.6 - 6.7 cm from the connector pin consistent with lead friction to the device can. The outer coil filars were exposed at this location. The reported complaint of noise could occur if the exposed outer coil filars come in contact with the device can.

Event description:
It was reported that during elective device replacement for eri, lead noise episodes were noted. The lead was explanted and replaced. The patient's condition is fine.